Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was not available; however, a video and photograph of the sample were provided for evaluation. The visual inspection of the video showed that there was leak at the effluent fluid pre pump. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter phone no : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming an external fluid leak was observed on one (1) unit of a prismaflex st100 set. There was no patient involvement. No additional information is available.